Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Also, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter. Customer resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.